Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that touchscreen became cracked and shattered after pump hit a corner while clipped to waistline of trousers, and screen underneath protector was damaged, making display illegible and touchscreen unresponsive. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer could no longer interact with pump, and technical support advised that pump was out of warranty and provided supplier report as resolution, with no additional corrective actions documented.